Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. The patient reported that their system was ¿shorting out.¿ the patient clarified that when they move or sit in certain positions while moving or bending, their stimulation will shut off for a moment and restart. The patient noted that it has been getting gradually worse and noted that they have been more active in the last few weeks. It was confirmed that the stimulation was on and that adaptive stimulation was turned on. The patient was not programmed for the sitting position, but the changes seemed to occur the most when the patient was sitting. No further complications are anticipated.